Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. No information besides implant failure was received so far. Additional information and product return is requested. Follow-up report will be sent in case additional information will be received. Trend is tracked and monitored.

Manufacturer narrative:
This is to correct and remove the codes, that were initially reported. Removing codes for: health effect clinical code: 4580, medical device problem code: 3190. The correct codes for this complaint are: health effect clinical code: 2013, medical device problem code: 1863. This is a follow up report for these corrected codes.